Event description:
The initial reporter stated that their tubing leaked at the filter. Mmdg did follow up with the initial reporter, who stated that the complaint had no effect on the patient, but no other information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. The initial reporter has stated that the device was discarded and will not be returned to mmdg.